Manufacturer narrative:
Conclusion: based on inspection and test results, the retain sample has been found to be within specification. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior. The doctor indicated the patient had a possible metal allergy.

Event description:
Doctor reported an implant failure because of possible metal allergy. Based on the report, the patient had moderate oral hygiene and good bone condition. Patient's medical history was described as "unremarkable" indicating no known issues. The fixture was placed with a one stage surgery in tooth location #30. No bone material was used. Note: 2 other implants were placed the same day with similar results (ref. MDR report# 3005503242/2010/00054 and 3005503242/2010/00055). The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The patient outcome was reported as recovered, no complications.